Event description:
It was reported that the patient had been programmed with a group for when they sleep and one for when they work. When the patient would switch to the sleep group it would sometimes go back to the other group by itself. It was noted that the patient will check for the "checkmark" icon on the programmer in the future and was going to keep a log to note if the group changes again. It was also reported that sometimes ("3 times out of 100") he was unable to make adjustments to the stimulation with the programmer with the antenna attached. The patient was going to monitor this and notify the company representative if necessary. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3778-60, serial #(B)(4), implanted: (B)(6) 2011; lead model 3778-60, serial #(B)(4), implanted: (B)(6) 2011; programmer model 37743, serial #(B)(4); recharger model 37752, serial #(B)(4).

Event description:
Additional information reported indicated that the patient had no longer had concerns with their implantable neursotimulator or therapy.